Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during an atrial fibrillation ablation procedure, faradrive steerable sheath was selected for use. The sheath and dilator were prepped per protocol with no abnormalities noted. The sheath and dilator were advanced over wire to left atrium. Dilator and wire was removed. Sheath was aspirated at this time without defect. A mapping catheter was inserted and aspiration of sheath again performed. At this time, continuous air bubbles were aspirated from sheath. The physician attempted to withdraw and reinsert the octaray mapping catheter. Aspiration was again attempted with same finding. Thus, the sheath was removed and replaced. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.